Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery due to spinal canal stenosis. Intra-op, when the cage was hammered, it was found that the lock was loose. It was attempted to be tightened but it seemed that the thread was broken and it could not be locked. No patient's symptoms and complication were reported.